Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 02/17/2010, 02/22/2010 and 03/09/2010 by phone, fax, and mail. A completed questionaire has not been received. (B) (4). (B) (4).

Event description:
A technician reported a patient with unexpected outcomes following bilateral intraocular lens (iol) implant surgeries. In a follow-up, the surgical technician reported that the surgeon does not blame the lens; however, the surgeon is unsure of the reason for the refractive surprise. The technician reported that the lens was exchanged, right eye, for the same model, different power lens. The patient's vision has improved post exchange. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.